Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg pocket incision site opened and an infection was observed. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.